Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Customer stated, that the sensor exploded. Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the returned applicator and no damage was observed. Applicator had fired, loose sharp was observed through the sensor plug sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor pack and damage was observed in transition features. Lid was not completely peeled off. Inspected the platform and no issues were observed. The returned sensor was further investigated and de-cases and no issues were observed. A further extended investigation was conducted. Visual inspection was performed on the returned de cased sensor, no issues observed. No burn marks observed either. The initial scan was reviewed and the sensor was observed to have been in state 1 (storage state). Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No issues were observed on the sensor and all functionality testing passed. Thus the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device "exploded," the customer further details their device, "shipped in separate parts." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device "exploded," the customer further details their device, "shipped in separate parts." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device "exploded," the customer further details their device, "shipped in separate parts." There was no report of fire, smoke, or shock. There was no report of death, serious injury, or mistreatment associated with this event.